Event description:
It was reported that patient had undergone open heart surgery and during the post surgical follow up the device showed it was in bvvi. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The device suffered a por reset and cause was undetermined. Analysis found hv output circuit damage.